Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance and inadvertently bent the ruby coil pusher wire while advancing into the lantern delivery microcatheter (lantern); therefore the ruby coil was therefore removed. The procedure was completed using the same lantern and a new ruby coil. There was no report of an adverse effect to the patient.